Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported recharging difficulty starting saturday night. The recharger stopped working for them and they couldn't use it at all. They tried again the night prior and could only charge a little, then felt a little static shock. Patient noted they had only charged themselves a couple of times since implanted and they had never had problems before. They reported sensations while recharging. Troubleshooting was done to decrease charging speed, putting recharger over thicker layer of clothing, and locating the ins and re-placing the recharger over it. Patient confirmed they could feel the ins and it didn't feel tilted. Patient was able to connect to charge for a brief second while on the call, they then lost connection and they were unable to reconnect. The issue remained unresolved. They were redirected to canada patient services for further assistance. Additional information was collected regarding the sensation while recharging, patient described it as like when you touch someone and shock them. They said the sensation occurred as soon as they held it up, then every so often, last night was the first time the sensation occurred. They said the incision was healed, no more scabs, just a scar. The recharge app screen showed it was charging and the percentage the ins was at. They were using a shirt and the belt to recharge. They only felt the shocking with the recharger, not the communicator. Patient had not tried charging slower or over heavier clothing yet, so it was unknown if these steps resolved the sensations.

Event description:
Additional information was received. It was reported that two days ago it won't connect with the implant, it has always just charged, it connected briefly last night and got a shock last night. All the troubleshooting done including repositioning; however, it will not connect, they did a hard re-set error code 1707. Patient can easily feel it and it is not tilted not flush.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.